Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from edwards patient support, the patient support center (psc) was notified of a patient that passed away approximately a month after the transcatheter aortic valve replacement (tavr) procedure. Prior to the patient undergoing the tavr procedure, it was reported that the patient had several things performed for their heart, including the implantation of a pacemaker and undergoing a watchman procedure. Additionally, the patient was noted to be in and out of the hospital for the occasional treatment of fluid overload related to their heart failure. A decision was then made that the patient would undergo a tavr procedure with a 29 mm sapien 3 ultra resilia valve . The patient underwent the tavr procedure and was observed overnight. The patient was subsequently discharged home the next day. Later, the patient was reportedly taken back to the hospital for the recurring problem of fluid accumulation. However, it was explained that their "heart failure was too far gone at that point". It was then determined that the patient would be discharged on hospice care where the patient lived the rest of their days at home until they passed away approximately 1 month and 7 days post tavr procedure. Medical records were received for evaluation. According to the medical records received, the patient underwent a successful tavr procedure with a 29 mm sapien 3 ultra resilia valve for aortic stenosis. The valve was implanted under rapid ventricular pacing at 180 beats per minute (bpm). The valve was fully deployed, and an aortography was performed to confirm the valve position. A follow up transthoracic echocardiogram (tte) demonstrated no significant paravalvular leak (pvl). The delivery system and the esheath+ were withdrawn and hemostasis was achieved with a perclose suture. A post-implant tte was performed and noted a well seated valve with normal gradient (mean gradient was 3 mmhg) and moderate anterolateral pvl. The pre-implant echocardiogram had noted a calcified trileaflet aortic valve with restricted leaflet motion. On the work up exam performed prior to the tavr procedure, it was noted that the annular size was out of range for a 29 mm sapien 3 ultra resilia valve. However, a decision was made to proceed as it was noted that with the severe leaflet calcification and added volume, it would be sufficient to anchor the valve. Approximately 1 day post tavr procedure, the patient reported some shortness of breath (sob), that was baseline, if not mildly better. A follow up was planned for approximately 1 month post tavr procedure to discuss pvl closure. The patient was then discharged home on the following day.